Event description:
The user was unable to insert the iab. However, he was successful in insertng another iab using a sheath. There were no complications. The physician stated that the difficulty was due to a tortuous anatomy and was not product related.